Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal dilaudid 10 mg/ml at 1.102 mg/day and bupivacaine 20.0 mg/ml at 2.203 mg/day via an implantable pump for unknown indications for use. It was reported the physician attempted to aspirate prior to replacement of new pump. There were no discrepancies with me dication removed from explanted pump. It was also reported that there was no complaint from the patient. The physician questioned why he was able to aspirate from the new pump but not the explanted pump. It was further reported that the physician attempted to aspirate from the pump before replacement to clear the catheter. The physician was able to aspirate 1/2 ml of fluid from the catheter only. After implant of the new pump, the physician was able to aspirate over 3 ml from catheter access port of the new pump. The physician wanted to know if there was any type of blockage in explanted pump from catheter access port to pump hub where the pump segment was connected. After implant of the new pump, the physician was able to aspirate and clear the catheter with no challenges and the existing catheter remained in place. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight was provided and medical history was asked but would not be made available.

Manufacturer narrative:
H3: analysis identified no anomalies. The pump reached end of service (eos) based on time progression as expected. The pump catheter access port (cap) was patent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.